Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. Section d. Suspected medical device and g4 - PMA/510(k)# has been populated for the freestyle librelink ios application as this report concerns a sweden customer. This is same/similar to us freestyle libre 2 ios application, model number 71926-01. The operating system is unknown so product information provided is for ios. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with unknown phone with unknown operating system version 17.6.1. The low and high glucose alarms did not sound and the customer was not alerted of changes in glucose level. The customer experienced sweating, confusion and was unable to self-treat, requiring food and glucose provided by a non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An investigation was performed for the reported complaint. The customer reported for missing high and low glucose alarms. Attempt to identify the customer's reported configurations and the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of an app version, it restricts the ability to identify potential causes of the customer's reported issue. Therefore, the issue is not confirmed due to the inadequate information provided. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with unknown phone, operating system version 17.6.1 and unknown app version. The low and high glucose alarms did not sound and the customer was not alerted of changes in glucose level. The customer experienced sweating, confusion and was unable to self-treat, requiring food and glucose provided by a non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.